Event description:
Device issue: partially deployed. Time of device issue: before vessel closure. Symptoms/ae: none. It was reported that after the pouch was opened, it was noticed that the starclose se was "partially deployed." It is unk what part of the device is partially deployed. Although pt age and gender were provided and the returned device eval found blood on the device, the report source indicated there was no pt involvement. Though requested, no add'l info was available. This is being conservatively reported due to the potential that hemostasis was not achieved.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 1.3 inr on the coaguchek xs system while a comparison lab returned as 6.0 inr. Patient's coumadin was discontinued based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.